Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) charge was not lasting and needed to charge more. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively, and the explanted device was discarded by the medical facility.